Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the right ventricular (rv) lead exhibited high thresholds. The physician also noted that a micro-dislodgement occurred because the rv lead relocated to the rv septum. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.